Event description:
It was reported that this patient experienced a ventricular tachycardia (vt) storm and was admitted to the hospital. It was noted that tachycardia therapy for this implantable cardioverter defibrillator (ICD) had been turned off due to noise. External shocks were required to convert the rhythm. This patient was ill, intubated, and sedated due to the vt storm. Technical services (ts) analyzed device episode data and found noise on the right ventricular (rv) lead channel and oversensing that resulted in stored ventricular episodes. It was also noted that there were alerts for rv pacing lead impedance (pli) measurements that were less than 200 ohms, which was out-of-range (oor). The amplitude of the r-waves had decreased to approximately 2 mv. Ts discussed troubleshooting options with boston scientific field sales representative (rep). The rep turned tachycardia therapy back on for this device. It was noted further procedures are being considered. No additional adverse patient effects were reported. Currently, this ICD system remains in service. According to additional information received, this lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced a ventricular tachycardia (vt) storm and was admitted to the hospital. It was noted that tachycardia therapy for this implantable cardioverter defibrillator (ICD) had been turned off due to noise. External shocks were required to convert the rhythm. This patient was ill, intubated, and sedated due to the vt storm. Technical services (ts) analyzed device episode data and found noise on the right ventricular (rv) lead channel and oversensing that resulted in stored ventricular episodes. It was also noted that there were alerts for rv pacing lead impedance (pli) measurements that were less than 200 ohms, which was out-of-range (oor). The amplitude of the r-waves had decreased to approximately 2 mv. Ts discussed troubleshooting options with boston scientific field sales representative (rep). The rep turned tachycardia therapy back on for this device. It was noted further procedures are being considered. No additional adverse patient effects were reported. Currently, this ICD system remains in service.